Manufacturer narrative:
(B)(4). Device is not sterile, should be na. Complaint sample was evaluated and the reported event was confirmed. Product was visually examined. The strike plate has fractured off at the threads. This impactor is over 3 years old and shows obvious signs of heavy wear and tear. The fractured device was submitted for fracture analysis to determine failure mode. Per the report, the threaded plate's fracture artifacts are consistent with a bending overload fracture. Material analysis confirmed the device was conforming to specification. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to design deficiency, as this device has been previously redesigned to mitigate this failure mode. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the doctor was impacting the mini base plate using mallet the plate fell off the end of the handle and hit the floor. No one was affected. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.